Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the display board which was sent to brézins for further investigation. Upon visual inspection the board was cross-tested. On start-up the pump triggered an alarm without display but with blue screen. Voltage of the lcd screen was not compliant and one component seemed to have been resoldered. The reported event is due to a defective lcd screen that led to a corrupted value of the charge pump voltage. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. For this issue as per our local procedure, we initiated no action.

Event description:
Display failure.